Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope was observed to exhibit a scorch/burn on the device camera cover (c -cover). There was no patient involvement and no harm reported as a result of the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Based on the results of the investigation, a definitive root cause of the observed scorched/burnt camera cover (c-cover) could not be determined, however, the issue was likely due to the use of a high-energy treatment device (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the device IFU sections below: gif/cf/pcf-290 series operation manual chapter 4 operation 4.3 using endo-therapy accessories. Olympus will continue to monitor field performance for this device.